Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: alerts display automatically to notify you about safety conditions that you need to know (for example, an alert that your insulin level is low). Alarms display automatically to let you know of an actual or potential stopping of insulin delivery (for example, an alarm that the insulin cartridge is empty). Pay special attention to alarms.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level [bg value was not known] and "neuropathy worsened". Reportedly, the cartridge ran out of insulin and customer did not load a new cartridge. Customer was admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 4 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Tandem technical support was unable to confirm the sequence of low insulin alerts and alarms in the pump history as pump logs were not available for event date.